Manufacturer narrative:
No information is available on the repair of this bed at this time.

Event description:
Technician alleged that the white wire for the head motor capacitor is cut and that bare metal wires are exposed. No injuries.